Event description:
A consumer reported that his wife was implanted with an intraocular lens (iol). After implantation the pupil was reported to have doubled its size. In addition, she experienced strong pain that was treated with unspecified tablets. The pt was reported to spend the evening in bed with closed eyes and scraping and prickling in the eye. In the mornings, she was reported to experience pain and watery eye that calmed down after use of unspecified eye drops. The pt was also reported to need glasses for distance vision. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).